Manufacturer narrative:
The device was returned for eval and the implant coil was found detached. The tack weld on the pusher assembly was found broken. The broken tack weld likely caused the coil to detach. (B)(4).

Event description:
It was reported, the coil prematurely detached during preparation. The device was not used in the pt.